Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. The pt was prospectively enrolled with (5 cm) intramucosal adenocarcinoma. The pt had a prior endoscopic resection, radiofrequency ablation with no stricture. After a secondary focal ablation mild dysphagia was noted and pt was instructed on slow eating and chewing well. Upon reexamination a benign-appearing, intrinsic mild stenosis was noted at (33 cm) the pt was dilated and the dysphagia resolved. Per the physician, the severity of this event was mild, the relationship of event to the device procedure was probable and there was no device malfunction.